Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
Sr (B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and reboot. The receiver log and functional test could not be completed. The receiver case was opened for an internal visual inspection and it passed. An interior battery test was performed and the voltage measured within specifications. Upon review the charging circuit specifically the regulator for u6 failed and found to be defective. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective u6.